Manufacturer narrative:
The device, used in treatment, was returned for investigation along with case log files. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review did not find similar reports, this issue will continue to be monitored. The real intelligence cori for knee arthroplasty user manual (500185) provides usage and troubleshooting information for the robotic drill in the "understanding robotic drill usage" and "appendix c: warning messages and response outcomes" sections. This failure is an identified failure mode within the risk file. We were able to confirm if there was a relationship established between the reported event and the device. Visual inspection did not identify anything that contributed to the reported problem. Log file review found that the error was caused by a failure of the software and firmware to restore the robotic drill to a functional state. Functional testing of the returned drill was performed by completing a kpc test and it was determined that the drill was functioning as expected. Therefore, there was no problem found with the drill and this confirms that the issue was caused by a software design error as determined in log file review. A corrective action has been opened to address this issue. This complaint from the united states reports that during a cori uni knee replacement procedure there was a drill disconnection error. After several failed attempts to re-enter case/calibrate, they were not able to resume cutting. It was changed to manual procedure to continue the case with a delay of less than 30 minutes. No other complications were reported. No harm or impact to the patient. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation.

Manufacturer narrative:
H6: the device, used in treatment, was returned for investigation along with case log files. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review did not find similar reports, this issue will continue to be monitored. The real intelligence cori for knee arthroplasty user manual (500185) provides usage and troubleshooting information for the robotic drill in the "understanding robotic drill usage" and "appendix c: warning messages and response outcomes" sections. This failure is an identified failure mode within the risk file. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. We were able to confirm if there was a relationship established between the reported event and the device. Visual inspection did not identify anything that contributed to the reported problem. Log file review found that the error was caused by a failure of the software and firmware to restore the robotic drill to a functional state. Functional testing of the returned drill was performed by completing a kpc test and it was determined that the drill was functioning as expected. Although the drill functioned as expected the most likely cause is a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori's console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on the motor this complaint from the united states reports that during a cori uni knee replacement procedure there was a drill disconnection error. After several failed attempts to re-enter case/calibrate, they were not able to resume cutting. It was changed to manual procedure to continue the case with a delay of less than 30 minutes. No other complications were reported. No harm or impact to the patient. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for investigation along with case log files. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review did not find similar reports, this issue will continue to be monitored. The real intelligence cori for knee arthroplasty user manual (500185) provides usage and troubleshooting information for the robotic drill in the "understanding robotic drill usage" and "appendix c: warning messages and response outcomes" sections. This failure is an identified failure mode within the risk file. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. We were able to confirm if there was a relationship established between the reported event and the device. Visual inspection did not identify anything that contributed to the reported problem. Log file review found that the error was caused by a failure of the software and firmware to restore the robotic drill to a functional state. Functional testing of the returned drill was performed by completing a kpc test and it was determined that the drill was functioning as expected. Although the drill functioned as expected the most likely cause is a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori's console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on the motor this complaint from the united states reports that during a cori uni knee replacement procedure there was a drill disconnection error. After several failed attempts to re-enter case/calibrate, they were not able to resume cutting. It was changed to manual procedure to continue the case with a delay of less than 30 minutes. No other complications were reported. No harm or impact to the patient. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori ukr procedure, after partially burring the femur, there was a drill disconnection error. After several failed attempts to re-enter case/calibrate, they were not able to resume cutting. It was changed to manual procedure to continue the case with a delay of less than 30 minutes. No other complications were reported.